Manufacturer narrative:
The customer reported that mosaiq did not record a dose. Attempts were made to obtain additional information, however the information required for further investigation was no longer available at the customer site; therefore, a full safety investigation could not be completed. However, based on the analysis of the software logs that were obtained it was ascertained that there was a communication error. The customer manually recorded the field by using the complete partial option. The field was also treated later in full, despite the mosaiq warning that the field was considered already treated when the customer manually recorded the field a couple of hours earlier. The issue was determined to be abnormal use. Mosaiq did not have any malfunction and was working as designed and intended.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq did not record a dose.